Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that there were black marks on the display screen of the patient's onetouch ping meter. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began on (B)(6) 2012 at 12:10. The reporter said that the patient manages his diabetes with insulin pump therapy and denied that he made any changes to his normal diabetes management despite the alleged issue starting. The reporter said that the patient was able to test his blood glucose on another (unspecified device at 4:10 p.m. On the day of the alleged issue and obtain a result of "hi." The reporter claimed that at the time the patient tested he had developed symptoms of "dizziness" and started "spilling ketones." It was not specified how the reporter and/or patient confirmed the "spilling of ketones." The reporter informed the cca that at 4:10 p.m. On the day of the alleged issue the patient administered himself "0 units of novolog insulin, insulin pump basal rate (9.6 units), 200%, increased his fluids (8 oz. Every 20 minutes)." At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time and that there had been no known misuse to the subject meter. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the reporter stated that patient was ¿spilling ketones¿ and had to increase his insulin and fluid intake as treatment due to the alleged issue starting.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Black marks were found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.